Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. The tip, balloon, markerbands, proximal weld, inner/outer shaft and hypotube were microscopically and tactile inspected. Inspection revealed a complete separation in the hypotube located 44cm from the tip of the device. The fracture faces of the separated ends were ovalized, as it kinked prior to separation inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-aug-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortous and moderately calcified right coronary artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for pre-dilatation but failed to cross the lesion. The device was removed and pre-dilatation was completed with the same device. Subsequently, a 3.0mm x 32mm promus premier stent was implanted followed by post-dilatation with a 3.0mm x 8mm nc emerge® balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.